Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air and water channels. Due to defective leaves from the scope bonnet and up/down angle knob/right/left angle knob, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to a crack on the scope body the water tightness was lost, due to damage on the up/down/right/left knob the water tightness was lost, the suction cylinder had no color, the switch box had a dent, the scope connector case unit had a dent, due to wear of the angle wire the play of the up/down knob was out of the standard value, and the plastic distal end cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had no flow from the air/water channel. The issue was observed during reprocessing. No patient or user harm was associated with this event. The device was returned to olympus, during the device evaluation foreign material was found in the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.